Event description:
A patient reportedly was unable to test on their one touch basic meter. Patient's meter alledgely had a battery/battery contact issue. Patient reported no symptoms. Patient did not seek any medical intervention. There is no comparison. No treatment. No further information has been reported.